Manufacturer narrative:
The product evaluation laboratory received one hemostasis-typed introducer with dilator. The wiper gasket was dislodged from the valve housing and found to be torn. Although report of "resistance when the dilator was inserted" was not confirmed, the returned dilator was found to have multiple bends, at 5cm, 7cm and 11cm proximal of tip. Dilator was able to be passed through the sheath body and the valve housing freely and the outer diameter of the dilator was measured and was in specification. The duckbill valve and the sheath body were found to be undamaged. In the complaint report, it was stated that when the introducer showed resistance as the dilator was inserted, the customer removed the introducer from the patient and attempted to insert the dilator into the introducer while ¿applying more strength¿. That is when the wiper gasket separated from the introducer. It was noted in the product evaluation that there were several bends in the dilator which could have been caused by the use of excessive force. It is possible that ¿applying more strength¿ caused the wiper gasket to become dislodged. A manufacturing root cause could not be determined as the current manufacturing process was verified and no deficiencies were found. Therefore no action will be taken at this time.

Manufacturer narrative:
The date in "date received by manufacturer" has been updated to 07/21/17 as the new aware date, based on the product evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use, this introducer showed resistance when the dilator was inserted inside the introducer. The customer extracted the introducer and tried to insert the dilator, applying more strength, which separated the seal from the introducer. The introducer was replaced. There was no allegation of patient injury. Device was available for evaluation. Patient demographics requested, but not received.